Event description:
Allegedly, surgeon concerned over pseudotumor and bone resorbtion. Primary surgery in 1995. First revision (B)(6) 2009.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-01204. This event occurred in (B)(6).